Event description:
A surgeon reported multiple cases of 'spotted pattern', post lasik surgery. This case references sixth patient's right eye. Additional information received indicated that the patient was treated with a steroid taper and reported issue has not yet resolved. According to surgeon patient is not experiencing any visual disturbances. A company representative has visited the site and recommended review of user adjusted laser energy settings. This reported event involved multiple medical device reports. This report references the sixth patient's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).